Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the cleaning process, the customer noticed that the ac power indicator light remains illuminated even though the unit is unplugged from ac power. The unit otherwise appears to function normally, but this behavior was not observed or reported during initial testing on (B)(6) 2025. There was no patient involvement.